Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dosage via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that the patient was scheduled for a normal and expected pump replacement for impending battery depletion but when the representative met with the patient prior to surgery the patient reported the pump was sitting on a nerve so they would be moving the position of the pump during the surgery. The surgery was completed without complications. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report had malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.